Event description:
The customer reported a leak from a reagent probe onto the reagent drip tray on a unicel dxc 600i synchron access clinical system. The customer also reported low quality control (qc) recoveries for blood urea nitrogen (bun) and creatinine (cr-s). The operator was wearing a lab coat, glasses, and gloves. There were no reports of direct contact with the leak or of injury as a result of the leak. The leak was contained to the instrument. There were no erroneous patient results generated.

Manufacturer narrative:
A beckman coulter (bec) chemistry technical specialist (cts) troubleshooted the instrument with the customer by using remote desktop sharing to control the instrument. The cts primed the reagent probe and cc sample probe, and no leaking was observed. The cts also performed a cc sample level test and primed the cc sample probe again. The cts then advised the customer to perform a qc run. The customer reported the reagent probe leaked during the qc run. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found that the reagent probe wash collar valve was sticking, which caused the vacuum flow to stop and caused fluid to leak out of the wash collar and reagent probe. The fse replaced the reagent probe wash collar valve and no further leaks were observed. The fse verified repairs by priming the instrument, running a performance verification test, and running qc, which recovered within acceptable ranges. The fse also replaced cartridge chemistries that may have been contaminated by the leak. (B)(4).